Event description:
The peritoneal dialysis (pd) pt's contact reported an emptying alarm on the liberty cycler. The contact stated the pt was on medication due to peritonitis. The contact was advised to re-setup with new supplies and notify the pd nurse. During a follow-up call, the pd nurse stated the pt's catheter cap had fallen off and the contamination resulted in peritonitis. The nurse stated there was no fluid leak or device malfunction reported to the clinic. The pt was treated with antibiotics and the infection cleared.

Manufacturer narrative:
The device was not returned to the MFR for physical evaluation. However, the initial reported issue of emptying alarm was resolved during the tech support call. Based off of the investigation of the event, the reported issue of peritonitis was unrelated to the device, but no additional info was available. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.